Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with threaded pin, headless. According to the complaint description: in the total knee arthroplasty (tka) operation, the surgeon set the cutting block on the femur for bone resection; and in order to fix the cutting block with a pin , the surgeon drilled the pin into the hole of the cutting block using power system. The surgeon became aware of a snapping noise and pulled away the power to find that the drill was broken. The distal end of the pin remained in the bone. However, the as surgeon proceeded with bone resection, the drill tip was removed with bone tissue. So the drill tip was removed in the course of the surgical procedure. There was no extended surgical time and post-operative x-ray exam revealed no presence of foreign metal object remaining in the bone. An additional medical intervention was necessary. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
B5: update. H1: update.

Event description:
Clarification was received: the x-ray procedure was done as a part of the procedure, therefore we have no additional medical intervention, and no patient harm. The product will not be returned.